Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain pelvic"), device dislocation ("migration of essure device location of device: unknown/ unable to find coil in left fallopian tube/ failure to occlude (close) fallopian tube (s)") and pregnancy with contraceptive device ("unintended pregnancy") in an adult female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. The patient's past medical history included tubal ligation in 2017. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("chronic cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic tubal ligation with removal of one essure coil) and surgery (laparoscopic tubal ligation with removal of one essure coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the device dislocation, pregnancy with contraceptive device and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2013: they were in place . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), device dislocation ("migration of essure device location of device: unknown") and pregnancy with contraceptive device ("unintended pregnancy") in an adult female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain lower ("chronic cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic tubal ligation with removal of one essure coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the device dislocation, pregnancy with contraceptive device and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: they were in place most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff's fact sheet received. Events per pfs: migration of essure device location of device: unknown was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain lower ("chronic cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device and abdominal pain lower outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient need for additional surgery. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.